Event description:
It was reported that the right ventricular (rv) lead dislodged from the original location. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 lead, implanted: (B)(6) 2010; product ID 407645 lead, implanted: (B)(6) 2010. (B)(4).